Event description:
Per the clinic, the patient experienced lack of clinical benefit with the device due to natural progression of hearing loss. Subsequently, the device was electively explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.